Manufacturer narrative:
Customer reports of mitral regurgitation was confirmed due to observed rolled leaflet from host tissue overgrowth. X-ray demonstrated wireform intact, minimal calcification on leaflet 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 1 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 3mm at commissure 1, leaflets 1 and 2 by approximately 4mm at commissure 2, and leaflets 2 and 3 by approximately 5mm at commissure 3 on the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. The free margin of all three leaflet were rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Sewing cloth had multiple cuts around the sewing ring. Sewing ring was cut off around the valve on the outflow aspect. Cut off sewing ring fragment was not returned with valve. Wireform was exposed around all three commissures on the outflow aspect.

Event description:
Edwards received information that a 27mm 7300tfx pericardial mitral valve, implanted approximately two (2) years and eleven (11) months, was explanted due to mitral regurgitation. Mild to moderate regurgitation was first seen at six (6) months follow up from implant. It appeared that the leaflets were not coapted due to shrunken leaflet at anterior apex side. The device was replaced with a 25mm 11400 pericardial mitral valve with no patient adverse event reported. The patient status was reported as recovered. The device will be returned for evaluation. The surgeon commented that the shrunken leaflets did not appear to be calcification or pannus overgrowth related.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.